Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator is displaying a shock error. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a 3rd party service engineer and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device is displaying a shock error. The device was evaluated by a 3rd party service engineer. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective capacitor. The issue was resolved by replacement of the defective capacitor, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.